Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the following instrument was reported as having failed during a surgical procedure; dr. (B)(6) had a lap instrument that fell apart during surgery last week. The lever to open and close the instrument fell apart and not all pieces were accounted for so the patient had x-ray's performed. Multiple attempts were made to obtain further information, but the customer did not respond.

Manufacturer narrative:
(B)(4). One (1) sp90-7820 dtouch2 bullet nose grasper d-jaw5mm36cm was returned as the complaint sample. The lot code was etched normally and displayed as h16 (august 2016), the sample has possibly been in use for less than a year. Upon initial visual inspections, light scratch/scuff marks were noted over the sample¿s handle part, hand grip areas, light usage marks on the shaft and most of the scratches and usage marks near the working end/jaw tip of the sample. The usage marks noted were not excessive or damaging to the sample, they did not contribute to the failure mode. Further visual inspections confirmed the failure, which is described by the customer as the thumb lever to open and close the instrument. The ratchet cam (92-1305), for the ratcheting control on the grip handle, along with the rolled-coil pin (93-0317) that holds the ratchet cam were both removed from the handle grip lever (94-1301); they were missing and not returned. This ratchet cam controls the ratcheting by locking and un-locking the ratcheting teeth, while the main grip handle actuates the opening and closing of the jaw-tips, which is the functioning mechanism and working end of the sample. It is not known exactly how the ratchet cam and rolled pin fell out of the receptacle on the grip handle, it is possible the components became loose by a number of factors before falling out. Some factors could be due to incorrect/loose assembly of the components, or cleaning methods: the scrubbing or inserting cleaning brushes into the receptacle may have pushed out the rolled pin, or exposure to extreme cold temperatures: the shrinking of the rolled pin may occur and result in the fallout. The sample evaluations were determined in consensus with in-house product engineer. The customer description suggests possible repair services were used to check over the instruments, it is not known if they are authorized for repair work on snowden-pencer products hence it cannot be confirmed if the repair service further contributed or caused the failure mode. Further evaluations such as dimensions, functionality and proper design cannot be verified due to components not returned, therefore the exact cause of failure cannot be concluded. For further inspections of the receptacle was examined at 2 times magnifications: no signs of breaking, cracking or damages on the inside that would lead to the failure mode were noted; the receptacle appeared to be normally shaped. It should be noted that the rolled pin is press fitted inside the receptacle and a hole in the ratchet cam with a press fitting fixture cap05-063, once the components are press fitted in, removal is not accessible unless special tools and added force are used to remove the fitted rolled pin. As verified by lead manufacturing technician, no other issues or failures were noted with the returned sample, the working end, the rotating shaft and ratcheting were normal with the exception of the missing components that resulted in a partially functioning sample. Device history records were reviewed for the sp90-7820 and 94-1301 (lever sub-assembly): all work instructions were completed accordingly. No deviations or non-conformances were noted. Qa testing was performed, all inspections passed. Conclusion: root cause-undetermined. Based on the investigations and given sample examinations the most probable root cause could not be identified without further evaluations of the missing ratchet cam and rolled pin components.